Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis result showed that lead electrode end damage was confirmed based on the observation of a deformed, stretched out helix. Further, unintended use error conclusion was selected based on the analysis finding of induced damage. The observed damage was not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.

Event description:
It was reported that this lead was not successfully implanted due to lead incurred damage on the electrode end. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis result showed that lead electrode end damage was confirmed based on the observation of a deformed, stretched out helix. Further, unintended use error conclusion was selected based on the analysis finding of induced damage. The observed damage was not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.

Event description:
It was reported that this lead was not successfully implanted due to lead incurred damage on the electrode end. The lead was never in service. No adverse patient effects reported.